Event description:
Voluntary medwatch received states that the patient presented with increased shortness of breath. Device interrogation revealed an undersensing issue and the atrial lead therapies were deactivated following dislodgement. No intervention was reported. Patient's condition was not provided.